Manufacturer narrative:
Zimmerbiomet complaint number cmp-0638295. Weight unknown / not provided , date of event unknown / not provided, brand name unknown / not provided, device product code unknown / not provided , catalog, lot, UDI number unknown / not provided , PMA/510(k) number not available.

Event description:
It was reported screw fractured, fractured part could not be removed from the implant , leding to implant removal.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One unknown biomet screw was returned for investigation. Visual evaluation of the as returned product identified screw fragment in the implant drive feature. Functional testing could not be performed since the implant was severely damaged and the screw fragment was stuck in the implant drive feature. No pre-existing conditions were noted on the per. The reported devices have been placed on tooth 16 (fdi) for approximately 4 years. X-ray and picture images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 / biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions (page 3). Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR & complaint history review (unknown biomet screw): DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. October post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed following visual evaluation